Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was to be implanted in the bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. During the procedure, the stent did not deploy. The device was removed, and the procedure was not completed. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be fine.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.